Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device. The manufacturer received information alleging eye irritation, nose irritation and kidney disease/toxicity. There is no allegation of serious or permanent harm or injury. Medical intervention was not specified. No additional information can be requested at this time.